Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in trieste, italy. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue: cooling temperatures could not be achieved, both on the patient side and on cold cardioplegia. Cooling coil was found to be leaky. Due to non-reparability, a loaner unit will be shipped to the customer. Through follow-up communication with the customer, livanova learned that he does not intend to proceed with the repair of the affected unit since it is his property. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device had long cooling times both on patient and cardioplegia sides. The issue occurred during priming. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H11: complaints database analysis revealed that no similar event was reported since unit installation in 2017, neither a concerning trend has been identified. Based on the analysis of similar cases, the most probable root cause of the reported issue is degradation of the cooling system. Specifically, the formation of micro-holes in the coil has led to a refrigerant leak. A potential breach of the cooling coil could have been generated due to stirrer flow in the tank. The erosion kit upgrade was installed on the affected device in 2019. This upgrade included a redesigned pump head for the stirrer motor, intended to prevent concentrated water flow toward a narrow section of the evaporator coil, but not the affected part. The most likely root cause of the leakage is related to component corrosion, rather than erosion, which developed over time and began prior to the upgrade kit installation. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.